Event description:
It was reported that a malfunction alarm with code malf 24 occurred, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, advised the customer on storage mode, and instructed them to return the faulty pump using a pre-paid label. The customer used an alternate form of insulin therapy, mdi, to maintain their insulin delivery.